Event description:
Following a diagnostic catheterization a vasoseal vhd was deployed. The pt was then transferred to the cardiac cath lab for runoffs of the lower extremities due to the pt having a cold leg. The angiogram showed an occlusion, but it was unsuccessful. The pt later expired. No further details were reported regarding the cause of death.